Manufacturer narrative:
(B)(4). Device a was received with the blade discolored (burnt) due to heat generated from contact between the blade and tissue pad. The device was tested on generator and it stopped activating. The device will either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (burnt area). This failure is caused due to activation of the device while clamped without tissue being present. For this reason the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." Device b was returned in good physical condition. The device was tested on generator and it stopped activating. The device will either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The device was disassembled and it was found that the blade was cracked at the pin hole under the sheath of the device. Device b additional information: batch # j91p1e, expiration date: 6/11/2017, manufacturing date: 7/11/2012.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a gastrectomy, an error occurred in about 10 minutes. While the device was being cleaned, the blade was broken off. In the 2nd device, and error occurred in about 10 minutes as well. The error code was unknown. No pieces fell into the patient. Another 3rd device was used to complete the case. There were no adverse consequences to the patient.